Event description:
A report was received that a patient's precision system was explanted due to infection at ipg site. The patient had symptoms which include redness and soreness. No culture was taken and the patient was prescribed oral antibiotics.

Manufacturer narrative:
The explanted devices will not be returned to bsn for evaluation as they were discarded by the medical facility.